Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the monitor spring arm would be separating from the axis. The issue was reportedly discovered during the morning check, with no patient in the room. No patient health consequences were reported.